Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the unit is constantly acting like it's charging, even when it's not plugged into the wall; can still drive the chair when it's plugged into the charger.